Manufacturer narrative:
The complainant reported that the distal tip of a screwdriver broke off when torquing down on a screw during surgery. The broken distal portion of the driver was recovered without incident and there were no known patient complications. The screw was successfully tightened with an alternate driver. The complainant planned to return the broken driver, however, the instrument had inadvertently been discarded by a surgical tech at the hospital. The complainant stated that he was not entirely surprised by the instrument's malfunction, as the screwdriver had been in the tray for several years. A DHR review could not be performed because the lot number of the driver was not able to be provided to the manufacturer.

Event description:
The complainant reported that the distal tip of a screwdriver broke off when torquing down on a screw during surgery. There were no known patient complications.